Manufacturer narrative:
H6; medical device problem code 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted the electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The cause of the reported difficulty and subsequent treatment appear to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.